Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, adherence of the materials in nozzle/suction cylinder was confirmed. It could not be specified what the root cause of the remaining foreign material was. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). No physical damage was confirmed at the nozzle/suction cylinder. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. The device was returned to olympus for evaluation and the evaluation found were as follows: due to clogging of nozzle, the air supply volume did not meet the standard value, due to clogging of channel tube, the forceps cannot be inserted smoothly, and the suction cylinder had corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cleaning brush head was stuck in the instrument channel tube on the gastrointestinal videoscope. The issue was found during reprocessing. The procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged and there was white crystal in the nozzle, which could not be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.